Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ multi-fuse pressure rated extension set with needleless connector cap was difficult to remove due to being cracked, leaking as a result. The following information was provided by the initial reporter: "additional info received on 2/07/2023... On (B)(6) 2023 with a patient in ed where the cap could not be removed and could not be applied to the patient. Because they could not attach the extension, blood was not drawn through the IV site and resulted in another needle stick to draw blood... We do not know exactly which one has the leak but the leak was related to a cracked lure end when the cap was removed with difficult as both lots have the same exact defect."

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR 9616066-2023-00259 is a duplicate of 9616066-2023-00207 this supplemental is to cancel MDR 9616066-2023-00259.

Event description:
It was reported that the bd maxzero¿ multi-fuse pressure rated extension set with needleless connector cap was difficult to remove due to being cracked, leaking as a result. The following information was provided by the initial reporter: "additional info received on 2/07/2023... (B)(6) 2023 with a patient in ed where the cap could not be removed and could not be applied to the patient. Because they could not attach the extension, blood was not drawn through the IV site and resulted in another needle stick to draw blood. We do not know exactly which one has the leak but the leak was related to a cracked lure end when the cap was removed with difficult - as both lots have the same exact defect."